Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated due to a suspected completely depleted battery. The device was attempted to be reset with magnet application. Rhythmcare then recommended device replacement. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to obtain the implant date of this device. Once this information becomes available, this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated due to a suspected completely depleted battery. The device was attempted to be reset with magnet application. Rhythmcare then recommended device replacement. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.